Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer's father states the display is blank on the pump, he inserts new batteries into the pump but does not resolve the problem. The customer's father was advised to call back with pump to continue trouble shooting. The pump will not return for analysis.